Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had the ins shut off because it was not working properly. Additionally, the caller reported that the patient had x-rays and CT scans which showed a large amount of scar tissue around the ins. The patient was scheduled to have the device replaced on (B)(6). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.